Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery. The blood glucose reading was 293 mg/dl. The customer was able to treat with a bolus from the insulin pump without alarm. The customer experienced a headache due to the high blood glucose. The insulin was not expired or denatured, and the customer was rotating sites and avoiding scar tissue when inserting the infusion sets. However, the tubing was noted as bent or kinked. Blood glucose readings as low as 43 mg/dl were also reported. The customer declined further troubleshooting. The insulin pump was not replaced or returned.